Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting for impella support. Upon conclusion of support and subsequent explant of the pump, it was discovered that the patient had experienced an ischemic stroke. Additional information pertaining to the event was not provided.